Event description:
During posterior lumbar fusion surgery, l3-l5, two tips of the matrix locking holding sleeve broke. One tip cracked but was left intact. The bottom thread of the other tip came off and was stuck in the top of the screw. The surgeon used a different screw along with a back up holding sleeve to complete the procedure. Surgery was not prolonged and there was no adverse effect to the patient. This complaint is on the tip stuck in the screw head.

Manufacturer narrative:
Device used for treatment and not diagnosis. Rms company manufactured the locking holding sleeve, long, for matrix, part 03.616.043, lot 6752160. The rms certificate of compliance dated (B)(4) 2011, indicates the parts were manufactured to synthes tabulated drawing. The lot met the material requirements and the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint related anomalies associated with this lot. The device was received and the investigation is ongoing. Placeholder.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The 03.616.043 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve. No us matrix technique guide includes these instruments. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The engineer reviewed the associated drawings. (B)(4). The failure occurred at the minor diameter of the external m6.5x0.75 thread. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter. The engineer also reviewed the risk analysis for this device. Line 60 adequately addresses the hazard of the complaint.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4) manufactured the locking holding sleeve ¿ long, for matrix, p/n 03.616.043, lot 6752160. The lot initially conformed to specifications and was inspected / conformed to the synthes incoming final inspection sheet ns050657, revision a. Due to an unknown cause, the threaded tip is damaged. The component p/n 03.616.042.11 exhibits scuffmarks.